Event description:
It was reported that during an implant procedure, the device left ventricular port would not capture in vvi mode when the lead was tested. The lead tested normally with the lead analyzer, and the pacing polarities and impedance tested normally when the lead was connected to the device. The device was not used. Another device was tested the same way and the capturing issue persisted however the port would capture in voo mode. The second device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.